Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that it is possible that the insulin pump was exposed to x-ray current. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test. Then the insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube window. It also had minor scratches on the lcd window.